Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged and exhibited high thresholds. The lead was explanted and replaced. The patients condition was good post procedure.